Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote monitoring transmission report revealed oversensing and some possible undersensing during non-sustained ventricular tachycardia episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.